Event description:
Customer reported that a pt presented at the user facility after testing positive with an otc urine home pregnancy test on 10/17/97. Pt was retested at the user facility on 10/17/97 using the icon ii hcg test. The icon ii hcg test on the pts serum was negative. On 10/25/97 this pt was treated for a ruptured fallopian tube due to an ectopic pregnancy. The discrepancy in the results would normally indicate a repeat test. The labeling states that when pregnancy is suspected, a negative test should be repeated on a sample collected at least 48 hrs later. No retest was performed prior to the event.